Event description:
A medtronic ent representative reported that, while in a procedure, the navigation system power cable was run over resulting in the system powering intermittently. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the system lost power two times prior to registration. The navigation system was moved to a different power outlet and functioned without any issues for the duration of the procedure. There was no delay in therapy. The cable was replaced, and appeared worn. RMA issued. Replacement fusion cable shipped to site (B)(4) 2014. Medtronic investigation of returned suspect cable finds that the ground prong is slightly bent, but there does not appear to be any other damage. The cable passed a continuity test with no opens or shorts detected. Physical damage - dented, nicked, scratched, bent - directly caused event. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.